Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant low results on one pt, one lot, one meter. Inratio 4.5, lab 5.13, tests performed simultaneously. Pt milking finger. Pt's therapeutic range 2.5 - 3.5.